Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history screen. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the excessive no delivery alarm or complete the functional test due to the motor error alarm. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was 431 mg/dl. The alarms were received while filling the tubing. The drive support disk was normal. The pump was exposed to x-ray. They were able to rewind the pump and the insulin exited the tubing. The customer called back because of a motor error alarm during bolus. Troubleshooting was performed. The device was returned for analysis.